Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with intermittent loss of capture and fluctuations in lead impedance on the rv. Lead fracture was suspected. The lead was capped and replaced during the generator change out. The patient was stable post-procedure.